Event description:
Sims level 1, inc. Received a report from hosp that during a surgical procedure, when pressurizing fluids to 300mmhg, about 3/4 of front door cover of h-2 came flying off. Sims level 1, inc. Is waiting for the return of unit for eval.